Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced an infection at the ipg site. Patient was prescribed oral antibiotics. Surgical intervention took place wherein the system was explanted to address the issue.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. The patient was prescribed oral antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.